Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The sheath was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints relating to similar complaint codes. During manufacturing of the esheath plus introducer, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection, the liner was noted to be lifted 2.25 inches distal of the strain relief. The remainder of the liner was unexpanded. The distal tip was unopened with hdpe scratches and soft tip damage. Sheath shaft and strain relief compression were noted 2 inches from the com-nut. The center slit of the duckbill hemostatic valve was damaged and missing material. Rubber-like plastic (resembling sheath's duckbill material) was observed in between the outflow struts of the thv. The associated commander delivery system was advanced through the sheath and the sheath expanded and the tip opened, as designed. As the associated delivery system was able to be fully advanced through the sheath with no issues, dimensional testing was not necessary to be performed. Imagery was provided of the patient's anatomy. Tortuosity was present in the patient's access vessels. There was no notable calcification in the access vessels. The vessel diameters were both sufficient to accommodate the 16f esheath+. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The inability to advance the devices through the sheath and component separation during use are confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, ''patient was obese with challenging access anatomy and the valve got stuck in the sheath. The team was barely able to remove it after several tips and tricks without harm to the femoral anatomy. During pre-decontamination of the returned sheath the center slit of the duck bill was noted to be missing material. The material appeared to be stuck in the frame of the returned valve.'' Additionally, per the follow up communication, the sheath was inserted using a steep insertion angle. Per the IFU/training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Per review of the provided imagery, tortuosity was present in the access vessels. Per functional testing of the returned device, the sheath liner expanded and the distal tip opened as designed. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The patient's excessive adipose tissue and ''challenging access anatomy'' may have further contributed to the resistance that was reported. As such, available information suggests that patient factors (challenging access, excessive adipose tissue, tortuosity) and/or procedural factors (steep insertion angle) may have contributed to the reported event. Per evaluation of the returned devices, the center slit of the duckbill hemostatic valve was damaged and missing material. Rubber-like plastic (resembling sheath's duckbill material) was present in between the outflow struts of the crimped valve. Per the training manual, ''if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace''. The event description suggests that there may have been difficulty removing the valve from the sheath. If the user attempted to withdraw the crimped valve through the hemostatic valves in the sheath hub, the outflow valve struts likely caught onto the duckbill valve. Excessive manipulation applied can then damage the duckbill valve, tearing it and causing the material separation that was observed. As such, available information suggests that procedural factors (failure to follow instructions, excessive manipulation) may have contributed to the reported event. However, due to insufficient information provided, a definitive root cause is unable to be determined at this time.

Event description:
As reported by the clinical spcialist, during a tavr case by transfemoral approach, a 29mm sapien 3 ultra resilia valve experienced difficulties during crimping and was then difficult to load in the sheath and get the loader cap over. The patient was obese with a challenging access anatomy and the valve became stuck in the sheath. The team was able to remove it, after a great deal of difficulty, without harm to the patient. The sheath was returned for evaluation and during an inspection pre-decontamination the center slit of the duck bill was noted to be missing material. The material appeared to be stuck in the frame of the returned valve.

Manufacturer narrative:
Investigation is ongoing.